Manufacturer narrative:
Sections with additional information as of 24-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: CAPA-21-008.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 06-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5), high and hi blood glucose test results. The customer¿s expected blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Customer had sought medical attention (hospital) on (B)(6) 2021 due to the high blood glucose test results and complications from previous leg amputations (skin breakdown). Customer's blood glucose test result when at the hospital had been 258 mg/dl fasting. Customer had been treated mainly for the complications from the previous leg amputations. Customer was discharged (B)(6) 2021 with no recommended changes to his medical treatment plan. No further information was provided. Customer had obtained the hi blood glucose test results after being discharged. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/20/2022 and test strips were opened 10 days prior to call. The meter memory was reviewed for previous test result history: (B)(6).